Event description:
Three incidents of needle coring with kendall magellan needle 18g x 1 1/2.

Event description:
Add'l info rec'd from MFR 8/20/04: although complaint samples were not received for analysis the following info is provided. A search of the device history record database revealed there were 138,500 parts packaged in this lot 326214, on sept. 15, 2003. There were no incidents of coring reported on the 373 parts inspected from this lot. A search of the complaint tracking system revealed there were no prior complaints against thsi lot, but 9 prior complaints against this item code for coring. Coring is a function of stopper material, user technique, lubrication and cannula point attributes. The specifications for 18-gage cannula include anti-coring geometry, bead blasting of heels and electro polish. However, coring can still occur depending on user technique and the cohesive and shear properties of the stopper material. If the user applies force towards the lumen of the bevel during insertion, the possibility of coring is increased. There may be a tendency for some users to do this with safety needles due to the orientation of the safety shield to the bevel. As a result of customer feedback, tyco has modified the cannula ID of 18-gage magellan product, which should help prevent any coring issues on this product. This is effective on any 18-gage product manufactured after january 15, 2004. The lot identified in this complaint was manufactured prior to this date.